Manufacturer narrative:
While troubleshooting on the phone with dario's representative, it was determined that the user had no additional strips to test with. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user, however the user hung up the phone and didn't speak with dario's representative. An additional email was sent to the user however no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On november 29th, the user contacted dario to report insonsistent blood glucose (bg) readings. The user reported receiving from her dario meter consecutive bg readings of 122 mg/dl, 85 mg/dl, and 108 mg/dl using the same finger and drop of blood. The user stated that these readings did not align with how she felt. The user reported that several days later she tested using her dario meter with the same finger and drop of blood and received a bg reading of 131 mg/dl, followed by a reading of 114 mg/dl.